Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and after two days on support, it was reported that the placement signal disappeared with placement signal not reliable alarms. The automated impella controller was reviewed, and pulsatile motor current was noted. An echocardiogram confirmed the position. The patient already was on the operating room schedule for an impella 5.5 escalation and had the impella cp device explanted and replaced with the impella 5.5. This day, the patient was also cannulated for venoarterial extracorporeal membrane oxygenation. The impella 5.5 device would eventually be successfully weaned after 72 hours with ejection fraction improvement noted from 10% upon admission to 63% prior to explant.

Manufacturer narrative:
The investigation of optical signal issue has been completed. No product was returned for analysis. The data logs confirm placement signal not reliable alarms and show placement signal out of range at 3000mmhg. Concurrently the signal not reliable (snr) dropped to zero, gain and light decreased, lamp increased and contrast increased and became more pulsatile. The observed pattern has been characterized as a fiber break. The root cause of the optical signal issue was most likely due to a fiber break, the exact location and cause of the break could not be determined without product return and clinical details